Manufacturer narrative:
Further information was requested but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely to the clinic via merlin.net transmission. The transmission showed the implantable cardioverter defibrillator exhibiting episodes of non-sustained oversensing due to post paced t wave oversensing. The patient did not receive any inappropriate therapy during the oversensing. Programming changes were recommended.

Manufacturer narrative:
Additional information: b5

Event description:
New information received stated that the patient was seen o (B)(6), 2020, and the recommended programming changes were made. There were no adverse consequences to the patient.